Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 94% stenosed, 3.5x16mm, eccentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were crossed the lesion, pre-dilation was performed with a 3.5x15mm non-bsc balloon catheter resulting to 27% residual stenosis. Following pre-dilation, a 3.50 x 24mm synergy ii drug-eluting stent was advanced but hard to cross the lesion. However, when the device was removed, the tip of the stent was found to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.